Manufacturer narrative:
The hill-rom technician found the piezo on the siderail inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the siderail power control board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm is not working. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).